Event description:
Patient came into the cancer center for disconnection of d2 epoch (chemo regimen) and reconnection with d3 epoch via cadd pump. When patient arrived they reported that during the night they discovered the cadd pump was not infusing the chemo. They called the 800 number on the pump and the center's on call/sick after hours line. They were instructed to do several things but could not get the pump running. They were instructed to come to the clinic in the morning. When they arrived the pump was on, blinking green but the bag appeared full. The counter on the pump showed 500cc to be infused (the wife reports that she cleared the volume infused while trying to get it running again per the support staff).